Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer through the emergency support program (esp) that during use of the sensation plus 50cc intra-aortic balloon with a cs300 intra-aortic balloon pump, there was an optical sensor failure alarm. There was patient involvement, but no harm was reported.